Event description:
Per email, it was reported that: a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm & 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the 24mm closure device was deployed. This device did not meet release criteria and was fully recaptured and removed without incident. The 21mm was then deployed in the laa. This device did not meet release criteria and needed to be fully recaptured as well. After the closure device was removed from the patient transesophageal echocardiogram assessment noted a thrombus at the ostium of the left atrial appendage. Act reading during the procedure was 307. Heparin was given to the patient. The patient remained stable and the procedure was ended. The watchman access system was removed from the patient without incident. The potential thrombus was still present before patient left the procedure room.